Event description:
Insulin was leaking in the reservoir department without any of the product being damaged. The customer stated that bgs were running high and when customer pulled the reservoir out customer noticed insulin in the pump. The customer mentioned that the o-rings were intact and the connection was tight. However, after the high-pressure test was performed the insulin started to leak from the reservoir.